Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a discrepancy between mlc (multi-leaf collimator) prescription and mlc treatment position. It was ascertained that this is a graphic display issue and not an issue with the recording of the prescription and treatment positions of the mlc. This issue would not cause a mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a discrepancy between mlc prescription and mlc treatment position.